Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and transmitter regained connection. Customer also experienced a blood glucose (bg) level of 200 mg/dl. Customer delivered correction bolus to address elevated bg.